Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens was cut into three pieces. Scratches are observed on the optic. A crack is observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was found to be defective. It was noted that ¿it was too complicated to patient so it cannot be changed.¿ additional information has been requested; however, further information has not been received.

Event description:
Updated information reported the lens got stuck during injection.